Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that since beginning of 2008, the autocapture threshold record showed high capture thresholds and the patient felt twitching. Clinical tests showed a threshold of 0.652 v in unipolar and 1 v in bipolar. Bipolar sensing was 2 mv. X-ray did not reveal any lead anomalies. Over-sensing was not reproduced with isometrics. The patient had complete heart block and was paced 99 percent of the time.